Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a manufacturer representative regarding a patient with an implantable neurostimulator (ins). It was reported that the patient was hospitalized due to severe pain in the chest area. The patient did not allege that the hospitalization was due to the trial. Additional information was received from the patient and it was reported that the patient did not know if the chest pain was related to the device or therapy. The patient reported that she was really old and did not know anything and that her nephew usually was the one to take care of all this stuff. The patient reported that she was in the hospital but could not remember if they told her the reason of the chest pain. The patient reported that she had been having too many other things going on and could not really tell if it was related to the device. The patient reported that if she got any additional information, she would call back.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.